Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 and then again on (B)(6) 2015. Customer had high blood glucose, however, levels were not given. Customer was hospitalized due to high blood glucose and difficulty breathing. Customer was hospitalized the first time due to difficulty breathing and then went into rehab. Customer went back into the hospital and was there at the time of phone call. Customer was wearing insulin pump at the time of hospitalization. Customer was going into surgery and was not able to continue troubleshooting.